Event description:
It was reported that the surgeon's planning station was not able to export the patient folder to a usb. The plan was then made on the rosa robot. The case proceeded without issue but an attempt was made after the case, to export from rosa robot to usb and failed as well. There was no patient impact and no delay to the case.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happened because a patient folder with the same name already existed in the usb. This issue was already addressed through the continuous improvement process of our products.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the surgeon's planning station was not able to export the patient folder to a usb. The plan was then made on the rosa robot. The case proceeded without issue but an attempt was made after the case, to export from rosa robot to usb and failed as well. There was no patient impact and no delay to the case.